Event description:
A surgeon reported that the footswitch cable was not working during a surgical procedure. The system was exchanged to complete the procedure. There was no harm to the patient reported.

Manufacturer narrative:
A review of the service report indicates the footswitch cable was not working. The company representative examined the system and confirmed the footswitch cable was nonconforming and replaced it. The company representative stated that service test procedure (stp) was not performed. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause cannot be determined conclusively. (B)(4).